Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the caregiver could not connect a lure connector to the ilet during a supply change, and switching to a different lure connector allowed successful completion; the unusable connector was requested to be returned, and replacement connectors, clips, and cd infusion sets were arranged for shipment. Symptoms included hyperglycemia with a cgm high alert and a glucometer reading of 402 mg/dl, for which insulin was administered via injection; the caregiver was advised to disconnect from the infusion site for two hours after the injection before reconnecting. Outcomes included temporary interruption of pump infusion with continued therapy via mdi and subsequent planned resumption of pump use. Investigation included collection of device history and complaint details and arrangement for return of the suspect connector for evaluation. Investigation of this case revealed a suspected defective lure connector that prevented proper connection, while an alternate connector functioned as expected, suggesting an isolated connector fault. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the connector with user mitigation achieved through replacement.